Event description:
It was reported that the caller had an issue pushing the insulin through the tubing. Customer's blood glucose level was 159 mg/dl. Customer also had issues with one plunger popping off of the reservoir. Caller does not have reservoirs to send back to us for analysis. Caller stated that she might want to depressurize the insulin vial next time. Caller stated that the vial was new but she will still try to depressurize it and see if it helps. Caller stated that sometimes she has to mess with the reservoir to get it to push insulin through the tubing. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.